Manufacturer narrative:
(B)(4). Please refer to the attached analysis report.

Event description:
Reportedly, after a cardioversion, an episode showing absence of sensing was observed on the egm registration. In unipolar configuration, high frequency signals were also observed on the egm.